Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: infection (early onset).

Event description:
Healthcare professional reported ¿medical device-related infection, grade iiib. General anesthesia procedure: procedure. Abandonment of all reconstruction¿. This record is for an unknown side. Device status is unknown.